Event description:
According to the reporter, prior to a laparoscopic procedure, while preparing for the operation, the device was unable to fire, the surgeon was unable to press the green button and squeeze the handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.